Event description:
Patient called and reported that she was rushed to the emergency room. She was wearing the device and stepped in a puddle and stated the unit electrocuted her body and there were burns. Patient stated that she lost functionality of her upper and lower extremities for a perios of time, became dizzy, disoriented and nauseous.

Manufacturer narrative:
The device was returned for investigation 4/18/2022. It was confirmed device met design specification. A review of the DHR was performed for work order (B)(4). All (B)(4) units from the work order passed final inspection. Orthofix continues to monitor product on the market.